Event description:
It was reported that the bladder of an infusor ruptured while the device was being filled with 96 ml of fluorouracil and g5%. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device has been received by baxter; however, the device evaluation is not yet complete. Visual inspection of the device confirmed the ruptured bladder in a non-footed position. Microscopic inspection of the bladder revealed markings on the interior surface near the rupture line. This is an indication of internal damage. Should any additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review has been conducted which revealed product met all of the acceptance criteria for release. The root cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.